Manufacturer narrative:
The insulin pump was received with high stop current due to fault at the interface board. The insulin pump passed self test, unexpected restart error test, basic occlusion and displacement test. Analysis was unable to prime unit during prime test due to faulty force sensor resistor. The analysis was unable perform occlusion test or excessive no delivery test due to prime anomaly. The pump was received with cracked case at display window corners, display window and battery tube threads. The pump also had a minor scratched display window and case. The pump was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a low battery alarm. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.